Event description:
It was reported that during installation of console, it was noted that the arm alignment was lost. There was no patient involved.

Manufacturer narrative:
Correction to field g1: MFR site zip/post code. The device was evaluated during on-site service. The articulated arm was found to be misaligned, confirming the reported allegation. During servicing, the articulated arm was replaced and realigned. The device was then checked, calibrated, and functionally verified. All tested parameters were confirmed to be within specification. Following the repair, the issue was resolved, and the device was functioning as intended.

Event description:
It was reported that during installation of console, it was noted that the arm alignment was lost. There was no patient involved.